Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 18, 2007, a patient/layperson contacted customer service, alleging she experienced a reaction from natural rubber latex due to the buttons on the one touch ultra2 meter. This senior medical affairs specialist spoke with the patient on 11/20/2007 to obtain add'l information. The patient reportedly is allergic to natural rubber latex. She had purchased the meter only recently and used it for the first time in 2007. "One hour after using the meter" the patient proceeded to itch. Around two hours later, she broke out in hives over her entire body. The patient was feeling well when we spoke. The patient denies having been near or around any latex such as gloves or balloons. "My house is completely latex free." I assured her that, although natural rubber latex is not a component in the product, I have notified our safety and environmental group regarding the event. Although natural rubber latex is not a component intentionally used in the final manufacture or assembly of lifescan's blood self-monitoring products at this time and although there is no evidence the product caused the reaction to the patient, the complaint is reported as an injury. The patient will be reimbursed for its cost since she is not comfortable having it replaced with another meter.